Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 160 mg/dl. Customer also experienced high blood glucose levels of 429 mg/dl. Customer's other blood glucose values were 320 mg/dl, 500 mg/dl, 149 mg/dl, 220 m/dl. The customer experienced symptoms such as nausea and abdominal pain and light headedness. The customer was in a major car accident and her blood glucose levels were in the range of 300 mg/dl. The customer was treated with orange juice and insulin pump for low blood glucose values and high blood glucose values respectively. The customer alleged that the insulin pump was over delivering insulin as her blood glucose levels were going down really fast. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump passed the self-test. The device is expected to be returned for analysis.